Manufacturer narrative:
The complaint couldn't be confirmed, since the device was not returned for evaluation and no other evidences were provided. Prophecy team reviewed the received information and noted: conclusions: the talus guide pin holes to be used with the k-wires were designed within the normal, acceptable ranges. The pin holes were selected to properly fit the saw-guide infinity-inbone size 5 of the prophecy infinity system, which corresponds to the talus size approved by dr. (B)(6). No abnormalities in the internal process were found. The engineering drawings and quality documents were processed within normal, acceptable ranges. No abnormalities in the internal process were found. Root cause identified: it was not possible to identify what caused the k-wires misplacement for the talus guide identified during surgery. A potential root cause may be a user error during talus pins colocation intraoperatively or incorrect saw-guide selection. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that "yesterday I did the case (B)(4) with infinity size 5. The tibial preparation went smoothly as usual. The talar alignment guide fit was precise. But the guide for the two k-wires was wrong. After setting the wires the resection guide could not be inserted as the wires were too close together. We checked this several times but couldn't find an another reason than a wrong placement oft he wires referring to the alignment guide. At least I had to cut the talar dome free handed as the standard resection guide didn't fit either."